Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose of 200-500 mg/dl for 3-4 months. Her normal blood glucose range is 80-160 mg/dl. Her physician suggested she switch to her backup infusion device and she stated her blood glucose returned to normal. She reconnected to the primary infusion device and her blood glucose elevated. She stated e4 (occlusion) error was displayed on (B)(6) 2010 which may have contributed to elevated blood glucose. She changed the infusion set to clear the error. Troubleshooting did not reveal any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.